Event description:
Sorin group (B)(4) received a report of two hemofilters which clotted during bypass. In each case, the filter was changed out and the cases were completed without further issues. It was reported that there was no injury to either pt.

Manufacturer narrative:
Sorin group (B)(4) manufactures the dhf 0.6 hemoconcentrator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report of two hemofilters which clotted during bypass. In each case, the filter was changed out and the cases were completed without further issues. Although there was no injury to either pt, it was reported that one pt received bank blood. This medwatch is being filed as a result of this action. Sorin group (B)(4) has requested that the product be returned for evaluation. To date, no product has been received. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.